Event description:
It was reported that the device was entrapped on the guidewire. The target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 2.1mm jetstream xc catheter was selected for the procedure. When attempting to remove the guidewire, the device became entrapped. The system was removed together, and the procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
Device analysis by manufacturer: returned product consisted of a jetstream xc-2.1. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. The device was set up per the IFU and the device primed and ran as designed. The device showed a filter guidewire stuck in the guidewire lumen. The guidewire was sticking out of the tip approximately 20cm and sticking out of the pod end 140cm. It was noticed that the distal cutter was run too close to the tip of the guidewire, and it had interfered with the coils on the wire and bound the device to the wire. Inspection of the remainder of the device revealed no damage or irregularities.